Manufacturer narrative:
The cause of the reported event of was identified; the inner coil was found over torqued, consistent with procedural damage.

Event description:
During an implant procedure, it was reported that after positioning the atrial lead the pacing impedance was out of range. Difficulty was experienced while trying to extend the helix in order to relocate the lead an it was also reported that the lead's body was twisted and bent. The atrial lead was replaced in order to complete the procedure. The patient was stable.